Manufacturer narrative:
The tech isolated the problem to a stuck CPR switch. He replaced the CPR switch to repair the bed.

Event description:
Info received indicates the head section will rise to approx 30 degrees and then run back down on its own.